Event description:
During intra-op, surgeon stated the straps on the ventral patch pulled off without any significant force. Note: the patch was removed and a new one was placed without difficulty. Placed and taken off on (B)(6) 2012.